Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had consistent low flow alarms while comfort measures were provided. The patient also had low flow hazard alarms. The cause of the low flow alarms was the high afterload with echocardiogram (echo) and intra-aortic balloon pump (iabp). The primary and secondary system controllers were updated to low flow software per physician orders which resolved the alarms. During the low flow alarms, the patient was sedated and intubated. When the patient was weaned off sedation, a neuro-assessment was completed, and the computed tomography (CT) was ordered. It was then reported through patient outcome that the patient passed away on (B)(6) 2023 due to an ischemic stroke identified using the CT scan that occurred on (B)(6) 2023. It was also noted that the patient started heparin on (B)(6) 2023. Whether the outcome was device or therapy related was not provided. The pump operated as expected and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: an onsite abbott representative confirmed low flow alarms; however, the alarms were reportedly due to a high afterload in the setting of comfort care. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.